Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 23rd distal stent segment was deformed with raised struts. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and moderately tortuous mid circumflex (lcx) lesion exhibiting 75% stenosis. There was no damage noted to the packaging. The device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. The device did pass through a previously deployed stent. It was reported that resistance was not encountered when advancing the device and that excessive force was not used. It was reported that the stent was deformed in vivo during advancement. The stent was replaced with a new one and the procedure was completed without further complication. No patient injury was reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.